Manufacturer narrative:
H6. Health effect - impact code continued: f2203 - imaging required. Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ capsular contracture: unable to observe as it is not related to the device. Additional observations: observed 1 opening assessed as surgical damage like. Observed delamination partial in the valve assessed as adhesive failure. Observed creases on the surface of the device. Observed white particles inner the surface of the device. Observed red particles in fill channel. No further actions are required as no manufacturing issues are observed. A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.

Event description:
Patient reported "the right breast is hard as a rock and have been having sicknesses." Healthcare professional additionally reported left side capsular contracture baker grade ii. Healthcare professional later reported that the baker grade of the capsular contracture is iii. Device has been explanted and replaced.